Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and balloon. The balloon was partially pressurized. There were three kinks in the hypotube, 17, 64.5, and 94.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The sds was pressurized using an new indeflator, filled with water, to locate the rupture. There was a longitudinal rupture, 6 mm in length distally, 1 mm proximal to the proximal balloon marker. There were no scratches noted. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that rx xience v balloon ruptured at 14 atms during the deployment of the stent. The stent delivery system (sds) was removed and the stent deployment was completed with a dilatation balloon. Reportedly, there were no pt effects. No additional event or pt info is available.